Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the down arrow keypad button is intermittently unresponsive and must be pressed very hard to obtain a response. The patient confirmed that the up arrow and ok buttons are still functioning appropriately. The patient denied any cracks or tears in the keypad. The patient stated that he wears the pump in a pocket and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because, the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad button symbols were worn but the keypad rubber was intact. Evaluation revealed that the ok, up arrow and down arrow keypad buttons were intermittently unresponsive. Evaluation also revealed that the contrast keypad button was unresponsive and the down button required excessive force to activate a response. There was evidence of keypad contamination found under the keypad buttons and the keypad button contacts were found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.